Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 29, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) , h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a damaged fiber bundle. As per the subsidiary, the defect was observed prior to use on patient. The perfusionist had primed oxygenator and tubing pack and was circulating, on the second safety check, they noticed the fiber bundle appeared cut. Unsure if it was a cut or a fold in the fibers, they decided against using the product due to safety. No patient involvement, product was changed out, procedure completed successfully with known delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The returned sample was visually inspected upon receipt, and a black circle had been drawn on the back side of oxygenator, and the fibers in it has been displaced. The housing and filter was then disassembled, and a visual and magnifying inspections were performed. The evaluation result was found that the fibers in the additional complaint information were not cut but had been displaced and twisted into a bundle. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.